Event description:
During embolization and deployment of a coil, part of the detachment device broke off in the artery and caused thrombus in an unintended vessel. During gastroduodenal artery embolization, the coil detachment system became tangled in such a way that part of the deployment system broke off. Attempts were made to retrieve the shaft but were initially unsuccessful. Thrombus formed in the hepatic artery and had to be thrombected. A stent was placed over the targeted embolization area. Targeted area of intervention for life threatening bleeding artery was achieved. Patient had to return a second visit for additional thrombus removal and intervention.